Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: type xt160 operation manual chapter 3 preparation and inspection shows how to detect the event. Type xt160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera bronchovideoscope wasn¿t displaying an image during procedure preparation. According to the initial reporter, there were no error messages present and the room was given a new scope to continue the procedure. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The object lens was dirty and causing the image to appear blurry. Additionally, there was a deep cut in the insertion tube, causing it to fail the ring gauge test. If additional information becomes available following the device evaluation, a supplemental report will be filed.